Manufacturer narrative:
.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device "could not be displayed at the cardiovision". This was confirmed by the field service engineer to mean ¿synchronized cardioversion¿. The device was not able to synchronize with the patient ECG waveform. The patient involved was reported to have not experience harm or adverse patient impact. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.